Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Visual inspection during evaluation of the device revealed broken parts inside the device, damage to the device chassis and bottom case. Based on all available evidence, an investigation determined that the reported complaint was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board required replacement to address the issue. The device was returned to the customer unrepaired due to the customer declined service. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or a serious injury reported as a result of this incident.